Event description:
The report received from the clinical study registry indicated that a pt had a restenosis episode three months after receiving a cypher stent in the first obtuse marginal branch coronary artery. The main indication for the procedure was stable angina pectoris and positive stress test. A 2.5 x 13mm cypher stent was implanted at 16 atms in the obtuse marginal branch described as 2.0 x 10mm long, de novo, irregular, concentric with moderate calcification, equal to or greater than 45 degree but less than 90 degree angulation with 70% stenosis and type b2 classification. The vessel was pre dilated with an unk 2.0 x 12mm balloon, post dilatation was not conducted. Timi flow before and after the procedure was three. Residual stenosis was zero percent after the procedure. At one-month follow up the pt was asymptomatic; however, two months later the pt presented with angina and coronary angiogram revealed a focal instent restenosis with 90% stenosis and it was treated by stenting with a taxus stent. Two new lesions in the other obtuse segments and the posterior descending artery were also treated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.